Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced dissatisfaction with his artificial urinary sphincter (aus) due to the cuff would not deflate, and that the tubing got separated at the location of the cuff. It was noted the previous aus was possibly implanted in 2006. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.